Event description:
Three months after pci, 100% restenosis was found. Pci was performed on this pt who presented for elective treatment of a 97% de novo lesion in the mid lad of 35.19mm in length in an unknown vessel diameter. The lesion described as eccentric, diffused and moderately calcified. Pre-procedure medications included aspirin 100 mg/day, ticlopidine hydrochloride 200mg/day and warfin potassium 5 mg/day. Intra-procedure medications included aspirin 100 mg/day, herapin 10,000 units, ticlopidine hydrochloride 200mg/day and warfin potassium 5 mg/day. The lesion was pre-diltated with a 2.0x20mm balloon at 14 atm before deploying two overlapping stents. First deployed was a 2.5x23mm cypher at 18 atm and a 3.0x8mm balloon at 16 atm only on the cypher implanted proximally. Ivus was conducted timi ii and iii flows pre and post-procedure, respectively. Residual diameter stenosis measured 18%. Post-procedure medications included aspirin, ticlopidine hydrochloride 200mg/day, warfarin potassium 5 mg/day and cilostazol 200mg/day. Eight days after the procedure, the pt has eczema probably due to ticlopidine hydrochloride. The medication was stopped seven days later. And cilostazol 200 mg/day was prescribed instead. Three months after the procedure, that pt was hospitalized for a planned procedure. Cag was conducted and 100% restenosis was observed in the cypher stent implanted proximally. The pt did not complain of chest pain. Poba with a balloon was conducted to treat the restenosis. Residual diameter stenosis measured 25% in addition, another cypher was implanted in the proximal left circumflex.